Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lcx. At 1 month and 6 month follow ups patient was asymptomatic / free of symptoms. It is reported that the patient suffered an ischemic stroke approximately 7 months post index procedure. The patient was admitted with right side weakness and slurred speech. MRI, cat scan and mra were carried out. Work up and consultation confirmed embolic stroke due to stenosis in the left ica, weakness and slurred speech were completely resolved. Investigator indicated that there was no relationship to the study device.

Manufacturer narrative:
(B)(4): results: cva/stroke.

Manufacturer narrative:
Concomitant product provided.